Event description:
It was reported that the asymptomatic patient presented in-clinic on (B)(6) 2017 after receiving a patient notifier the previous day. Upon review, the patient's right ventricular lead exhibited high lead impedance. On (B)(6) 2017 the lead was capped and replaced. During the procedure, the physician elected to remove and replace the patient's implantable cardioverter defibrillator due to it's advisory status. The patient was stable following the procedure.